Event description:
Received spontaneous call from patient who reports that her freedom pump failed once she had set up and drawn up gamunex-c for infusion on saturday ((B)(6) 2018). Patient mentioned that none of medication was infused at all; dose was missed. Replacement pump to be shipped to patient. Return box provided for malfunctioning pump. Drug will also be replaced as it was discarded. No adverse event from missed dose was reported. No additional information provided. Reported to (B)(6) by patient/caregiver; dose or amount: 200ml; frequency: weekly; route: subcutaneous; dates of use: from (B)(6) 2018 to unknown; diagnosis or reason for use: common variable immunodeficiency.